Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on the (B)(6) 2018 with the blood glucose level of 250 mg/dl. The customer¿s reported blood glucose levels were in the 250 mg/dl to 260 mg/dl range and 166 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous insulin drip. The customer did not mention any symptom related to high blood glucose level. The customer did not allege the insulin pump for under delivery. The insulin pump will not be returned for analysis.